Event description:
It was reported to boston scientific corporation that a hydrothermablation (hta) procedure was performed on (B)(6) 2011. (Patient age was reported to be over 50 and weight is approximately (B)(6) lbs. Patient identifier is unknown) according to the complainant the patient's uterus was noted to be "extremely anteverted." At approximately 8 minutes into the hta procedure, the patient coughed, and subsequently bucked. The console cycle was immediately canceled, and the patient was cooled. Fluid was observed leaking from the speculum down into the drain bag and the case was aborted. Cool saline was squirted into the patient's vagina. Upon subsequent examination of the patient, vaginal epithelium was observed sloughing off. The physician reported that the patient sustained second degree burns to her vagina, specifically at the 4, 8, and 12 o'clock positions. Silvadene cream was applied to the burned areas. The patient was admitted to the hospital for overnight observation and released from the next day. On (B)(6) 2011, the physician reported that he has not examined the patient since the incident but expects to see her within the next couple of weeks.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.